Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the balloon failed to inflate.

Manufacturer narrative:
The reported event was unconfirmed. A temporary pacing electrode was returned, using a 10 ml syringe the device was inflated with about 1.5 cc of air. The balloon inflated. The stopcock was closed. The balloon was the placed in water for one minute, and no leaks were noted. The stopcock was opened and the balloon deflated with no issues. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿electrode catheters. ¿ inappropriate electrical connections, e.g. Into a wall socket, may pose serious risk of adverse health consequences or death. ¿ please ensure that the catheter is connected as recommended for pacing or measuring intracardiac electrograms. ¿ this device should be used only by or under the supervision of physicians trained in the techniques of transvenous intracardiac studies and temporary pacing. ¿ this device is for one time use only. Reuse or resterilization can impair the structural integrity and/or performance of the catheter. Adverse patient reactions can also result from reuse. ¿ reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient. ¿ the risks of using temporary pacing catheters include those risks related to heart catheterization, such as thromboembolism, perforation, tamponade, and infection. The induction of an unintended arrhythmia is a known complication. Warning for open lumen temporary pacing electrode catheters if using an open lumen catheter, remove any guidewire/stylette prior to electrical stimulation. Warnings for balloon temporary pacing electrode catheters ¿ do not inflate balloon beyond stated maximum inflation capacity of 1.5 ml. ¿ balloon must be completely deflated before withdrawal of the electrode catheter. ¿ if the balloon catheter has been inflated in vivo for more than one minute, completely deflate the balloon and reinflate it to the recommended capacity of 1.5 ml. This is recommended because carbon dioxide diffuses through the latex balloon." Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the balloon failed to inflate.